Manufacturer narrative:
New information added to notes.

Event description:
The patient called in after receiving a notice in the mail to call in for further information regarding a recent hospitalization. The patient stated that everything has been fine ever since the event, and no further assistance is needed at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 500 mg/dl. Customer had symptom of vomiting, shakiness, faint and nausea. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer reported that three cannulas were crinkled after removing and one seemed to be cracked.